Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) could not cycle the pump. Upon clinical evaluation, the physician attempted to troubleshoot the device, but the issues persisted; therefore, device fluid loss was diagnosed. Nine months later, a revision surgery was performed. During the procedure, a tear near the base of the right cylinder was identified. All components of the existing device were removed and replaced with a new ipp. No additional patient complications were reported.